Event description:
It was reported by a physician's office that they were unable to communicate with the pt's generator. The site had tested the programming system's wand battery, which was properly charged. They also tried changing the battery, but communication was still not possible. The site stated they did not expect the pt to be at end-of-service (eos). The programming sys had been used approx two weeks previously without issues; however, the sys did experience a fall after that time. The site was sent a new programming sys. Further info indicated that the pt had not been brought back into the office for a check on her vns sys as she did not have transportation to the site at the time. Interrogations with the site's new programming sys were possible. The site indicated they would inform the MFR of what happens with the pt when she was checked. Attempts for further info were unsuccessful.